Manufacturer narrative:
Follow-up received on 05-sep-2016. Quality-safety evaluation of ptc: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 08-sep-2016 for the following meddra preferred term: uterine perforation. The analysis in the global safety database revealed 310 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this case report, received via regulatory authority, refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and coils were cut because they were stuck out of uterus. This event, seen as uterine perforation, is listed in the reference safety information for essure. The essure coils may perforate uterine walls mostly during difficult insertions. In this case, the insertion was difficult on one side and painful. Thus, given event's nature per se, causal relationship with essure use cannot be excluded. Since it was mentioned that essure coils were cut (implying in intervention), this case is regarded as incident. Other non-serious events were reported. According to product technical analysis, since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No further information can be obtained.

Event description:
This spontaneous case report was received by regulatory authority from a (B)(6) female consumer in (B)(6) on 22-mar-2016 and forwarded to bayer on 04-aug-2016. On (B)(6) 2011, the consumer had essure (fallopian tube occlusion insert) inserted. The placement was painful. This pain lasted 79 days. It went very difficult on one of the sides. Consumer experienced allergy complaints, irregular bleeding or breakthrough bleeding, blood loss during coitus, pain during ovulation, pelvic pain, hip pain, abdomen pain, lower back pain, cramps, muscle pain, tiredness, mood swings, memory loss, concentration problems, tinglings, cyst in abdominal cavity and endometriosis. Consumer contacted a doctor, visited a gynecologist and treated with physical therapist, psychologist. She informed that were performed cultures/smears, camera in uterus, keyhole surgery, cutting coils because they stuck out of the uterus. She also had treatment of mucous membrane vagina, removal gallstones. Company causality comment: this case report, received via regulatory authority, refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and coils were cut because they were stuck out of uterus. This event, seen as uterine perforation, is listed in the reference safety information for essure. The essure coils may perforate uterine walls mostly during difficult insertions. In this case, the insertion was difficult on one side and painful. Thus, given event's nature per se, causal relationship with essure use cannot be excluded. Since it was mentioned that essure coils were cut (implying in intervention), this case is regarded as incident. Other non-serious events were reported. Technical analysis is being sought no further information can be obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.